Event description:
It was reported that the anesthesia system had an interruption of flow during treatment and alarms for airway pressure high was found in the device log. There was no patient harm.manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the system on-site. The reported issue was not reproduced. The original breathing circuit had been replaced post-surgery. However, the leakage test failed, and it was resolved by cleaning and correctly repositioning the expiratory membrane. Although the expiratory membrane appeared to be correctly positioned, cleaning and reseating the membrane significantly reduced system leakage. Following this intervention, the system was returned to normal function. A complete set of device logs was received and reviewed. The logs confirm that system checkouts (scos) were successfully performed before and on the day of the event. Treatment was started and the ventilation mode set to afgo. After a few minutes, the system was set to automatic ventilation. The treatment continued for about 40 minutes without any issues. Thereafter were multiple ventilation modes used, including pressure control (pc) and volume control (vc). Various clinical alarms were triggered, including etco2: low, respiratory rate: low, expiratory minute volume: low/high, airway pressure: high, peep: low, fio2: low, check breathing circuit and excessive leakage. The o2 flush function was used multiple times, which temporarily cleared some alarms. At various points, manual ventilation and afgo mode were re-engaged, followed by recurrence of the alarms, particularly when pc or vc modes were selected. Our conclusion, based on the fse finding and log evolution, is that the probable cause of the observed leakage in the system checkout/leakage test was accumulated dirt on the expiratory membrane in the patient cassette. However, the exact root cause of the interruption of flow during treatment, high airway pressure and other clinical alarms could not be definitively determined.